Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, h2, h3, h6, h11. Corrected field: g4 - PMA/510(k) #. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken and the image is green. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation no problem was detected, and related to the new reportable finding found in the investigation the video cable was broken and therefore the image was green, which cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurry image. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.